Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the leak was determined to a lack of solvent at the connection between the tubing and the stress-member. Baxter conducted awareness training to all applicable manufacturing operators in september 2010. This sample was manufactured in december 2009.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with excess fluid in the bag that enclosed the sample. Visual examination confirmed the reported condition of a leak. The tubing was completely separated from the stress-member, which would cause a leak when attempting to fill the device. Additionally, the edge of the separated tubing was observed to be smooth. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate leaked, saying its, "solution spirt out," during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.